Manufacturer narrative:
A ge service representative performed an onsite investigation. Environmental dust and dirt was cleaned from the workstation and pcb assembly and power supply connections were evaluated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was scrambled and gave a checkerboard appearance effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.